Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The service engineer replaced the expiratory valve coil and the ventilator was returned to the customer and cleared for clinical use after passed calibration, functional and safety tests. The evaluation of received device logs confirms the reported issue. When tested in the reference ventilator, several pre-use checks passed, and during seven days of simulated use test ventilation, the returned expiratory valve worked as expected. A malfunctioning expiratory valve may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion is that the reported failure was confirmed in received device logs, but could not be reproduced during simulated use tests.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).